Manufacturer narrative:
One sling was returned to the manufacturer for examination. The sling was manufactured and tested april 2005 and was in good condition. All four attachment clips were sound. The keyhole gateway of all four clips were measured and found to be within manufacturing specification. From the report received, the manufacturer concludes the incident occurred at the commencement of the transfer, when the patient was being lifted from the bed. One of the clips was noted as not being securely in place, and this is considered to be the reason for the incident. The lift operating instructions include a warning notice, which states, "important: always check that the sling attachment clips are fully in postion before and during the commencement of the lifting cylce and in tension as the patient's weight is gradually taken up. This statement is also referred to in the "guidelines on the use of your sling." The manufacturer recommends the user be advised that the attachment clips must be scurely located on the lift hanger bar, as per the lift operating instructions. Staff retraining is recommended to prevent recurrences of the like observed and reported by the nursing home manager.

Event description:
The pt was being transferred from the bed to the chair. The staff secured the sling to the hoist and reported they heard the sling click into place. When the pt was lifted from the bed, she slipped from the sling and landed on the fl, banging the back of her head. The pt sustained some bruising to the back of her head. The staff reported they noticed one of the clips was not securely in place.